Manufacturer narrative:
Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for additive leakage with the incident lot was observed. The substance seen on the tubes is the acd additive which turns dark brown in color when irradiated. The additive must have leaked from a fractured tube in the package. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no foreign matter or fractured tubes / additive leakage was observed. Bd was not able to determine a definitive root cause for why the additive leaked. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® tubes there was foreign matter in the tube(s) biological and non-biological. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: the "tubes are contaminated with red/brown substance looks to be inside the packaging."